Event description:
It was reported that the patient had an infection. It was noted when the doctor went to remove the rechargeable device he noticed a pocket of fluid in there. It was noted that the doctor sent it to the lab for testing. It was noted that the patient had lab work on the day prior to report to see if the infection had cleared. Additional information received reported that the patient was implanted with an implantable neurostimulator (ins) that was to last 9 years but that had to be explanted due to infection. It was noted that the old one was removed and a new one year ins was implanted on 2013 (B)(6). Additional information was requested but, was not available as of the date of this report.

Manufacturer narrative:
Product ID 3387s-40 lot# v006878, implanted: 2006 (B)(6); product type lead product ID 3387s-40 lot# v006878, implanted: 2006 (B)(6); product type lead product ID 748251 lot# serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 7436 lot# serial# (B)(4); product type programmer, patient product ID 748251 lot# serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).